Manufacturer narrative:
The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event, implant/explant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report number. Attachment: article titled, "surgical treatment for atrial functional mr and treatment outcomes with mitraclip in our hospital."

Event description:
This will be field to report death. This research article was a retrospective study designed to compare and examine the result of the case in which surgical treatment or treatment by mitraclip was carried out for atrial functional mitral regurgitation (afmr). Complications identified in the study included: heart failure readmission and death. In conclusion, the treatment outcome of afmr in this hospital was relatively good, and the policy of this hospital that the treatment intervention by mitraclip is carried out for the elderly and frail case seemed to be reasonable. Details are listed in the attached article titled, "surgical treatment for atrial functional mr and treatment outcomes with mitraclip in our hospital".

Manufacturer narrative:
The products were not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because this complaint was based on a review article, and no device/lot information was provided. Based on the limited information provided, a cause for the reported death / expired could not be determined. Death / expired I listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. D6: dates estimated. The additional patient effects reported in the article are captured under a separate medwatch report number.